Event description:
Customer reported insulin kept squirting out during manual prime. Customer's blood glucose was 309 mg/dl. Customer stated the insulin kept dripping after the motor stopped moving. Customer stated he was not sure if customer tried to deliver a bolus while in the rewind or fill process. Customer stated she cannot see the bolus delivery screen with 0 units. Customer stated she was unable to esc to the status screen. Customer was advised to remove battery for 11 minutes. Cleared alarms in the device. Customer called back and stated the device continued to have the same issue. Customer was advised to revert to back up plan and discontinue use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.